Event description:
Caller alleged discrepant low inratio inr results in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 4.5, 3.0 and 1.2, laboratory inr: 5.9. Therapeutic range: unknown. The time between the inratio testing was within five (5) minutes of each other and the laboratory test was performed within ten (10) minutes of the inratio tests. Reportedly, the monitor was not in the correct mode when the finger stick was performed and the finger was 'milked" after the finger stick. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.